Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks for atrial fibrillation (af). The inappropriate therapy was the suspected result of poor rhythm match correlation due to the patient being extremely ill. Therapy discriminators were reprogrammed to onset/stability with two therapy zones as opposed to three. It is unknown at this time if the device exhausted therapy at any point. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the inappropriate shocks did not exhaust device therapy. It was also noted that the physician believed the change in patient condition to be related to an unrelated underlying condition and not to the device; the patient's condition has since returned to baseline. No additional programming changes were made. This system remains in service.